Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested that the vessel sealer extend instrument be returned for failure analysis testing. As of the date of this report, the product has not yet been received.

Event description:
It was reported that during a da vinci-assisted low anterior resection surgical procedure, the vessel sealer extend instrument was unable to open hence the instrument could not be used. The procedure was completed with no report of patient harm, adverse outcome or injury and with a delay of less than 15 minutes. Intuitive surgical, inc. (Isi) performed follow-up and obtained the following additional/updated information: the instrument's jaws were not stuck on tissue at the time of the event. The procedure was completed with a backup instrument with no patient harm.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The instrument was analyzed and was found to have a dislodged grip ring at the proximal end in the instruments grips to not open and close properly. The complaint was confirmed by failure analysis.